Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was undersensing signals on the right atrial. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was under sensing signals on the right atrial. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device delivered inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and recommended programming options per physician discretion.